Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer cleared the alarm and resumed insulin delivery. It was also reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 176 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.